Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, patient was ordered from iron sucrose IV infusion, total volume of bag was 165ml at a rate of 176mlhr. I set the vtbi at 240, that way I would have a small amount in IV tubing. The baxter pump started beeping infusion complete when there was still 1/3 of the bag left, I added an additional 40ml for vtbi, it beeped again once the 40ml was complete but the bag was still not empty. I added an additional 10ml to vtbi, it beeped once again once complete, still had a small amount in bag. I stopped the administration of the iron and flushed the IV. Total volume that I input for this administration was 270ml. Bag was only 265ml with still at least 15ml in IV tubing. The event occurred in the st-9th floor acute care during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.